Event description:
Subsequent to the initial medwatch report, additional reported information indicates after the 3.0x19 otw jostent graftmaster sealed the perforation, the patient had restenosis of a previously implanted stent and was sent for coronary artery bypass graft and died later that night.

Event description:
It was reported that the 3.0x19 otw jostent graftmaster was implanted to seal a perforation in the left anterior descending artery. There were no additional complications or adverse events caused by the use of the graftmaster. Reportedly, the patient died later that night, not at the time of the procedure. The cause of death is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Use after expiration. There was no reported product deficiency. The reported patient effect of death is a known adverse event as listed in the graft master otw instruction for use (IFU). A review of the labels attached to the device history record for this lot was conducted and the label indicated an expiration date (use by date) of 31-march-2012 and the implant procedure date is (B)(6) 2012 which is approximately 6 months post expiration. It should be noted that the otw graftmaster IFU states to carefully inspect the sterile package before opening. It is not recommended that the product be used after the use before date. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.